Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer wanted to know if the use of the pw device would over-stimulate the bladder causing the user to void non-stop. Representative advised the caller that if he believed this was happening, then he should discontinue using the device and see the doctor. He advised that the doctor did not advise to stop using the pw but did state that the continuous slow dribble of urine could be the onslaught of a uti. Caller was advised that his grievance would be noted. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Used with flex wicks. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer wanted to know if the use of the pw device would over-stimulate the bladder causing the user to void non-stop. Representative advised the caller that if he believed this was happening, then he should discontinue using the device and see the doctor. He advised that the doctor did not advise to stop using the pw but did state that the continuous slow dribble of urine could be the onslaught of a uti. Caller was advised that his grievance would be noted. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Used with flex wicks. It was unknown what medical intervention was provided for urinary tract infection.